Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump would not turn on, blank display. She had attempted to fix the issues by replacing the battery, on the 20th battery the device returned. The device alarmed failed battery test. Customer stated she had to loosen the battery cap for it to work. Customer's blood glucose was unknown. Battery cap was not damaged or missing. Battery compartment and springs were not damaged nor corroded. Customer declined further troubleshooting and requested the device to be replaced. No damage noted on the device. The device has been dropped but not slammed the floor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.